Event description:
The nurses tried to change an empty heparin syringe (advisory alarm: syringe empty). They pushed the buttons "change syringe" and "continue" and the program went immediately back into the flowrate-screen. Then the screen was completely blocked. The treatment was stopped and the patient's blood was not returned.